Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The patient was receiving flucloxacillin 8g with citrate buffer in sodium chloride 0.9%. The folfusor was attached to the patient via a peripherally inserted central catheter (PICC). The next day the patient was visited by the ¿dn team¿ and it was noted that a small amount of drug was left in the device. The ¿dn team¿ replaced the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured december 15, 2017 - december 19, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.